Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection (unknown type) at the implantable neurostimulator (ins) battery pocket site due to ¿poor personal hygiene¿ per the healthcare professional (hcp). Specifically, it was noted that the patient was unable to maintain personal hygiene regiment by the implanted physician. It was also reported that the patient was seen by an infectious disease specialist. It was unknown of the date of onset of the infection and if any cultures were taken. Actions taken as a result of the issue was that the ins system was explanted and that the patient was treated with antibiotics. It was noted that the device was to be replaced in the future. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received (B)(6) 2014 reported that there was no device failure alleged by the physician or by the patient. A further attempt will be made this week to get the disposition of the state of the infection in the patient. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information received reported that the patient¿s physician suspected an infection, per their charting on (B)(6) 2014. Patient symptoms of ¿pink tissue¿ near the ins incision were reported with later apparent granulation of the tissue at same site. The granulated tissue was excised during the explant procedure. Review of the patient¿s chart noted no signs or symptoms to indicate meningitis (and patient was not treated for same) and no report of any specific infection. The patient was first treated with keflex but caused them to have a rash and then received clindamycin. At follow up on (B)(6) 2014, the patient denied any symptoms of infection to their hcp and was reported as ¿doing well.¿ if additional information is received, a follow up report will be sent.